Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Insufficient amount of ophthalmic viscosurgical device (ovd) observed in the device. The plunger has been advanced to mid nozzle and is advanced over the intraocular lenses (iols). The iol is advanced into the nozzle entry and is misfolded. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Plunger override was observed. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 milliliters (ml) of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, the implant was pierced by its plunger, there was no contact with the patient, and an implant from another supplier was used instead. Additional information has been requested.